Manufacturer narrative:
H3 ¿ analysis found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were hospitalized for 2 additional weeks for they went in around (B)(6) and they got out on (B)(6); during that time the patient was in and out of the hospital for the two weeks and needed a total of 3 surgeries.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative who reported that the healthcare provider was wondering if the drug could be tested to verify if it was the correct drug.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had withdrawal symptoms. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done on the date of the report, and the pump segment of the catheter was replaced and discarded. Additional information was received on 2025-sep-05 at which time it was reported that the patient was still experiencing increased spasticity, so the physician scheduled the patient for a full catheter replacement later in the day. Additional information was received later the same day at which time it was reported that the patient had been having withdrawal symptoms and spasticity symptom return. There remained no known environmental, external, or patient factors that may have led or contributed to the issue. Dye studies showed that the catheter was working with dye reaching the tip, but the patient continued having withdrawal symptoms along with continuous spasticity, so the physician replaced the entire system.